Manufacturer narrative:
The technician investigated, and the facility would not disclose info regarding the pt fall or info regarding the bed.

Event description:
The facilities quality manager alleged an incident occurred two weeks ago, when the beds pt positioning monitor shorted out, and the pt left the bed and fell.